Manufacturer narrative:
On (B)(6) 2020, during the visual evaluation of the device, no apparent damage was observed. As part of our quality process, the manufacturing records of lot 6495375 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision with an artoura breast tissue expander 750 cc on the left side and with mentor smooth round moderate profile 425 cc on the right side and experienced neoplasm malignant on the left breast implant. The right breast implant was removed for an unknown reason. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 790 cc on the left side and with unspecified mentor breast implant on the right side (serial number (B)(4)) on (B)(6) 2020. This medwatch is for the right breast implant.